Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 572 mg/dl. The customer was treated for high blood glucose with bolus.the customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was 572 mg/dl. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer reports insulin exits with the manual prime. The customer was advised that the device is working as designed. It was explained to the customer the alarm was caused by set/reservoir occlusion.